Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing high blood glucose (bg) of 600 mg/dl. The cause of the elevated bg was unknown. Customer delivered multiple boluses and changed the pump supplies to address bg level. Pump system check performed with tandem technical support found that customer was using fiasp insulin and was using supplies for 7 days. Cts educated customer regarding cartridge/insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.